Manufacturer narrative:
Discrepant results for six patient samples run on an unknown date are as follows. Sample ID (B)(6): the initial troponin result was 143.40 ng/l. The repeated result was 9.40 ng/l. Sample ID (B)(6): the initial troponin result was 10.28 ng/l. The repeated result was 6.60 ng/l. Sample ID (B)(6): the initial troponin result was 12.61 ng/l. The repeated result was 8.30 ng/l. Sample ID (B)(6): the initial troponin result was 6.12 ng/l. The repeated result was 4.1 ng/l. Sample ID (B)(6): the initial troponin result was 7.16 ng/l. The repeated result was 3.00 ng/l. Sample ID (B)(6): the initial hcg result was 2695.00 miu/ml. The repeated result was 23175.00 miu/ml. No further issues have been reported since service actions were performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced various parts and ran performance testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs and elecsys hcg + beta test system results for multiple patient samples with the cobas 6000 e601 module. The reporter provided the following examples of questionable results: the initial troponin result was 90 ng/l. The repeated result was 5 ng/l. The initial hcg result was 1268 miu/ml. The repeated result was 62522 miu/ml. It is unclear if these results are from the same patient. The questionable results were reported outside of the laboratory. The troponin lot number was 474932. The hcg lot number was 516539. The expiration dates were requested but not provided.